Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was able to replicate the reported issue. The nonconforming footswitch up switch printed circuit board (pcb) and diaphragm components were replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to footswitch components. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract surgery with intraocular lens (iol) implantation while using an ophthalmic foot switch with the system an advisory was displayed during an attempt to activate the ultrasound (us) function, and the procedure was discontinued. The continuation of the surgery was performed and completed at a nearby university hospital on the same day. The current condition of the patient is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).